Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The product was returned and evaluated. The tip passed flow, leak and thermistor testing. However, it failed visual inspection as a dent was observed. Dielectric breakdown was also observed. When and how the dent occurred could not be determined. It is unlikely that dents can contribute to the reported complaint. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot/device history review and trend analysis was considered acceptable and the product is performing within anticipated rates. Further review of the device history record is in progress.

Event description:
A physician reported hearing a sizzle noise at around 600 pulses during a thermage treatment. The treatment was halted and the tip was reinspected. A small perforation was found on the tip membrane. A new tip was used to complete the second half of the treatment. The physician confirmed that there was no patient injury.